Event description:
New information shows event noise oversensing on the right ventricular (rv) lead reoccurred. No changes or interventions were performed. The patient condition was unknown.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. No changes or intervention were reported. There were no patient consequences.